Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores under the right and left electrodes of the lifevest. The skin was reportedly red and not bleeding. It was also reported that the patient had an incision for a drainage tube and the lifevest being in close proximity to that area caused the irritation. The patient's doctor gave him an ointment for the sore and the garment was adjusted. Follow-up indicated that the patient's skin was getting better by using lotion.